Event description:
It was reported that three days post implant, the patient had an ablation procedure. Before the procedure, the device was programmed to 40 bpm and during the procedure, it reprogrammed itself to 65 bpm. Interrogation revealed the device was in eri (elective replacement indicator) condition. The pacemaker was replaced and the patient's status was noted as 'good'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found during device analysis. Data from the device was reviewed, and found the device did not reach elective replacement indicators (eri). The ablation procedure may have caused an electrical reset.